Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No excessive no delivery alarm noted. Device received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. Customer¿s current blood glucose value was 370 mg/dl. Troubleshooting was done for high blood glucose and no delivery. Customer reports that insulin does not exit the tubing with manual prime. Customer reports pump alarmed during manual prime. Air bubbles were noticed by customer in the tubing. Customer also states the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to backup plan. The insulin pump will be returned for analysis.